Event description:
The pt reportedly had mastoidectomy surgery to remove a cholesteotoma prior to receiving the cochlear implant. After 2 1/2 years of cochlear implant use, this pt's receiver/stimulator reportedly began to extrude from the implant site. On 9/7/2005, the device was explanted. The surgeon commented that the device extrusion may have been due to the pt's particular sensitivity to infection.